Event description:
Clinical information: (B)(6) - vista registry, patient site: (B)(6). It was reported that on (B)(6) 2024, a 27mm navitor valve was successfully implanted in a patient. It was noted during procedure via electrocardiogram, that the patient developed an intermittent atrioventricular block. Pacing of less than 120 beats per minute was performed during procedure due to the heart block. It was also noted via angiogram, that during-procedure there was moderate paravalvular leakage (pvl), after implant of the valve. There was no difficulty implanting the 27mm navitor valve. There was sufficient calcium to allow sealing and no noted anatomical or tissue/calcium interference affecting expansion. The decision was made to perform post-implant balloon aortic valvuloplasty using a 24mm non-abbott device. A final pvl assessment via angiogram, determined that there was no pvl post-intervention. It was noted later that the intermittent atrioventricular block progressed to a third degree atrioventricular block. There was no calcification extending beneath the aortic annular plane in the interventricular septum. The final non-coronary cusp implant depth was 3mm. On (B)(6) 2024, the decision was made to implant a dual chamber permanent pacemaker. The patient was discharged at the time of report. The caused of the patient's heart block is believed to be due to the patient's predisposition to conduction disorder. The cause of the perivalvular leak is attributed to severe native aortic valve calcification.

Manufacturer narrative:
An event of paravalvular leak (pvl) and heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the patient had a predisposition to conduction disorders, there was severe calcification, the implant depth was 3mm from the non-coronary cusp, and there were no deployment difficulties were noted. No information was received regarding valve sizing. It was noted that the physician believes the patient's predisposition to conduction disorder caused the patient's heart block, and the moderate pvl during the procedure was most likely caused by severe calcification. Based on all available information, the reported pvl and heart block appear to be related to patient condition (predisposition to conduction disorder, severe calcification). There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Clinical information: (B)(6). It was reported that on (B)(6) 2024, a 27mm navitor valve was successfully implanted in a patient. It was noted during procedure, that the patient developed an intermittent atrioventricular block. Pacing of less than 120 beats per minute was performed during procedure due to the heart block. It was also noted that post-implant there was moderate paravalvular leakage (pvl). The decision was made to perform post-implant balloon aortic valvuloplasty using a 24mm non-abbott device. A final pvl assessment via angiogram, determined that there was no pvl post-intervention. It was noted later that the intermittent atrioventricular block progressed to a third degree atrioventricular block. On (B)(6) 2024, the decision was made to implant a dual chamber permanent pacemaker.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.